Manufacturer narrative:
B5 - corrected to : the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.00/+3.5/098 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was exchanged on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved so the lens was removed. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.00/+3.5/098 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved so the lens was removed. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.